Manufacturer narrative:
Since the device serial number is unknown and the device was not received for analysis (presumably still implanted based on the latest information received), no investigation is possible at this time. Based on the limited information available, it is not possible to establish a definitive root cause for the reported event. As reported in the scientific literature, structural valve deterioration is the major cause of failure of bioprosthetic heart valves and the principal underlying pathologic process is cuspal calcification. Calcification can also cause stenosis due to cuspal stiffening. Calcific deposits are usually localized to cuspal tissue (intrinsic calcification). It is possible that the patient¿s clinical history and risk factors may have contributed to the structural valve deterioration observed in this crown valve. However, little clinical history was provided and a definitive root cause cannot be stated at this time. It should be noted that structural valve deterioration is listed as a possible adverse event in the crown IFU. The event is, therefore, a known inherent risk of the device. Should any additional information be received in the future, the manufacturer will provide an update to this reporting activity.

Manufacturer narrative:
Device remains implanted.

Event description:
A crown 23mm, implanted 3 years ago, has symptoms of suspected calcification. Re-do and other treatments are under consideration. The device was not explanted as of (B)(6) 2021. The patient is not under dialysis. No further information is presently available.